Event description:
It was reported that the tubing required greater than 50ml to prime. The fluid seemed more "foamy" than usual. The infusion was started and the nurse left the home, the patient called and stated the set was leaking. The leak was found at the junction where the tubing enters the cassette. The product was in use for 2 hours. The medication being used with the product was ivig - gamunex-c. There was a delay in therapy. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of a leak was confirmed. Visual and functional testing was performed. During visual inspection, a tear was observed on the tubing of the admin set near the plastic housing. Stress marks were observed on the tear of the tubing. The probable cause of the tear on the admin set had occurred due to unintentional bending forces applied during use.